Manufacturer narrative:
Synergy ous mr 2.25 x 32mm stent delivery system was returned for analysis. A visual examination of the crimped stent found that the mid to distal section of the stent was stretched and pulled distally out over the tip. This damage is consistent with excessive tensile force having been applied to the crimped stent. As the stent was damaged, crimped stent profile could not be measured. However, a copy of the manufacturing data for the unit was examined and is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. An examination of the shaft polymer extrusion found a kink approximately 1mm proximal of the proximal markerband. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent moved on balloon. During preparation of a 2.25 x 32 synergy¿ drug-eluting stent, it was noted that the stent shifted during removal of the stent protector. The procedure was completed with a different size non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that the stent moved on balloon. During preparation of a 2.25 x 32 synergy¿ drug-eluting stent, it was noted that the stent shifted during removal of the stent protector. The procedure was completed with a different size non-bsc stent. No patient complications were reported and the patient's status was stable.